Event description:
Hcp reported pt presented with an increase in symptoms including an "exacerbation of pain associated with withdrawal symptoms alternating with periods of excessive sudden sedation, hallucinations, and complete pain relief." Other unwanted symptoms were noted as "falling asleep when driving and working." The expected reservoir volumes have been reported as not being consistent with actual reservoir volumes. In 12/2003 the concentration was "halved in an attempt to improve these symptoms." The pump was explanted and replaced about three months later. It was returned to the MFR for analsyis. A follow up report will be sent when additional info is obtained.